Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a surgical procedure that utilized paragon 28 monster screw system. A 5.5 x 46mm was being implanted with a hx25 driver when the driver became stuck to the screw. It was reported that the surgeon tried pulling out the driver after inserting the screw but the screw began pulling out as well. This is report 2 of 2 for this incident.